Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 395mg/dl. Troubleshooting could not be performed as customer did not have the insulin pump with her at time of call. The customer requested the device be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with scratched display window and cracked battery tube threads.